Manufacturer narrative:
An investigation is currently underway. No system or coil malfunction has been found to date. Siemens will continue further investigation of the system coils to determine root cause. A supplement report will be submitted upon completion of the investigation.

Event description:
It was reported to siemens that while performing an mr pet examination, a female subject with large breasts complained of burns on her breast. It was reported that the spine coil, as well as two body matrix coils, were used during the examination. The left breast was observed to be warm to the touch, but not tender and no blister was present. The right breast was observed to be warm to the touch, tender to palpation and a small blister was present. The subject was treated with topical ointment. The study was approximately 2 hours in length.